Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped the insulin pump into bath water the day before. Customer stated she used the device overnight but it seemed not to be working. Customer noticed there is fluid inside the screen and the up and down arrow buttons are not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces and electronic assembly. The pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a stained address/serial number label.